Event description:
A report was received from the affiliate alleging that a device was damaged following sterilization in the sterrad 100s. However, the damage sustained remains unclear. The device is an ophthalmology circular cap (made of gum or silicon, and 3-4cm in diameter). The MFR of the device, model and serial numbers are unk. The device remains intact; without breakage. There was no injury to pts or healthcare workers.

Manufacturer narrative:
(B)(4). Previous sterilization methods included type was ethylene oxide gas (eog) sterilization. This was not a new device, the number of previous cycles is unk. The initial reporter did not provide details of the cleaning process, rinsing procedure, or cleaning solutions used at the facility. The facility has not had changes to the cleaning process or in the products used for cleaning devices. It is unk if the facility contacted the MFR of the device regarding the damage or for sterilization guidance on this device. An instrument assessment was not performed. Photographs of the damaged device are available, however, to date they have not been submitted to asp. Due to the limited info provided, an eval summary could not be generated via asp's sterrad sterility guide. The sterrad 100s sterilization system user's guide indicates that: before processing any item in the sterrad 100s sterilizer, make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device MFR's instructions for their products. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device MFR or your asp customer rep for more info.